Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
In regard to this complaint, three cannulas with closure valves were received for investigation. Visual inspection confirmed that the product had been used; however, no anomalies were detected. Testing revealed that the returned closure valves showed no signs of leakage. Since the valves met their specification (maximum water leakage of 0.4 ml/min at 40 mmhg), the reported failure could not be confirmed for the returned product.based on the investigation performed, a remedial action/corrective action/preventive action/field safety corrective action (fsca) is not required. The analysis includes all complaints with failure modes ci-closurevalve-leakage and ci-closurevalve-defect-removal related to comparable trocar systems.

Event description:
It was reported, that during procedure. It was noticed, that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged, 30 min.

Manufacturer narrative:
Examination and testing of similar product, including product from the involved lot#: (2000430351) is still ongoing. Outcome of the investigation will be reported in the final report.

Manufacturer narrative:
Examination and testing of similar product, including product from the involved lot (2000430351) is still ongoing. Outcome of the investigation will be reported in the final report. Update 12sep22: the investigation is still ongoing. Process-nonconformity record (B)(4) was initiated to document the investigation results and potential corrective actions.

Event description:
It was reported that during procedure, it was noticed that the closure valve was leaking. No report that actual patient harm occurred or surgery was prolonged > 30 min.